Event description:
It was reported that during a penectomy procedure the doctor was using the device for the first time and could not get the handle to open the jaws and release the I-blade. He then used another device to complete the procedure. The device was not used on the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no issues noted with the opening and closing of jaw. By design the jaws do not open by itself. The return spring has a weaker spring, by design, which is meant to lower force to fire (winding a smaller spring with closing the device). As a result, the jaw does open and the knife blade does retract. Some assistance may needed in pushing the handles apart, to fully open the jaws. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.